Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) with blood glucose of 480 mg/dl. Customer¿s current blood glucose was 382 mg/dl. Customer reports the following symptoms related to their high blood glucose was nausea. Customer treated for high blood glucose with humalog injection. Blood glucose value when admitted to hospital was over 800 mg/dl. Customer wearing the pump at time of hospitalization. The drive support cap appears normal. Assisted with performing the high pressure test and was passed. After taking injection the current blood glucose was 382 mg/dl, then 282 mg/dl and 215 mg/dl. The insulin pump will not be returned for analysis.